Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial #: (B)(4), implanted: (B)(6) 2012, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 27-oct-2013, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving 25 mg/ml dilaudid at 2.423 mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that the catheter was occluded and they were unable to aspirated from the catheter during a normal pump replacement. The catheter was replaced with an 8780 and the old catheter tip was intentionally left in place. No symptoms were reported and the dose was reduced due to the patient's catheter replacement. No further issues were reported or anticipated.

Manufacturer narrative:
The pump was returned and no significant anomalies were found. The catheter was returned and analysis found damage in the cup of the connector. If information is provided in the future, a supplemental report will be issued.